Event description:
It was reported that the rad-7 turns off while in use. Event occurs with ac and dc power. There were no error messages or audible alarms reported. Event has occurred multiple times. No consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, it was discovered that the internal ac/dc power supply is only outputting 1vdc and it should be 12vdc. A service history record review reveals that this unit was in the field for over four years with no previous reported issues prior to this reported event.